Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. This is the first of four implant complaints. See manufacturer report for the remaining complaint : 3011649314-2022-00640, 3011649314-2022-00641, 3011649314-2022-00642.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade iii and poor hygiene. The patient has no medical history, however, does have a history of smoking up to five packs per day. There is no dental history noted prior to implant. The patient presented on (B)(6) 2015 for implant placement on tooth #4, 3,6 and 7. This report represents tooth location #4. The patient returned six years later on (B)(6) 2021 without complaint. Upon exam, the provider notes bone loss and the threads of the implant are exposed. There is also irritated tissue and bleeding. It was at that time the device was removed.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: the DHR was reviewed for lot 6004341 and there was no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in the original package. A cover screw was still engaged on the device. The device was verified to be a inclusive tapered implant 5.2 mmd x 8 mml x 4.5 mmp using radiographic template (gd-437-091015). There was no defect or non-conformity observed and the threads were intact. Minimal bone debris was observed on the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "loss of integration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of integration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3023579 rev 3.0 (inclusive tapered implant system) contains the following statement in precaution section surgical procedures: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Also, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade iii and poor hygiene. The patient has no medical history. There is no dental history noted prior to implant. The patient presented on (B)(6) 2015 for implant placement on tooth locations 4, 3, 6 and 7. This file represents tooth location #4. The patient returned six years later on (B)(6) 2021 without complaint. Upon exam, the provider notes bone loss and the threads of the implant are exposed. There is also irritated tissue and bleeding. It was at that time the provider determined that the implant lost integration, and the device was removed, and bone grafting was done.

Manufacturer narrative:
Additional data: b2, e1, h6 (health effect - clinical codes, health effect- impact code - 4624, and type of investigation code) corrected data: a2, b5, h6 (health effect- impact code - 4627) CAPA 23-006. Manufacturer reference: (B)(4).